Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found and replaced detached tubing on feed-thru fitting (ff69) at pinch valve (pv22) to resolve the leak issue. The fse performed instrument verification and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported 10 mls of clenz leaked underneath the coulter lh 500 hematology analyzer onto the countertop. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.